Manufacturer narrative:
No sample material was provided for investigation. Since the sample material was not available for investigation, the cause of the event could not be determined. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.

Event description:
The initial reporter questioned positive results for multiple patient samples tested on a particular reagent lot of elecsys toxo igm (toxo igm) on 3 different cobas e 801 analytical units. The customer alleged that during follow-up pregnancy testing "several" patient samples were borderline or positive for toxo igm on the e801 modules. The same samples were negative when tested by the diasorin method. The specific results for these alleged samples were not provided. No questionable results were reported outside of the laboratory. The e801 analyzer serial numbers were (B)(4).

Manufacturer narrative:
Calibration and qc were acceptable. The investigation is ongoing.